Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 141 mg/dl. The customer stated that insulin pump could not rewind anymore. Troubleshooting was not provided. The insulin pump will be returned for analysis.